Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Customer returned 1x vos250816 file that is broken approximately 12mm from the handle. Visually checked under microscope and found no manufacturing marks or defects. Lot number not provided. No unopened product was returned for additional testing. Root cause unknown.

Event description:
In this event it was reported a vortex orifice shaper file broke during use. No injury reported.